Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Elevated blood glucose level was resolved by correction bolus. Customer will continue to use manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.